Event description:
A non-healthcare professional reported via health authority that cutting function of the vitrectomy probe failed, and only the aspiration function remained operational during vitrectomy surgery. Since the cutting function was no longer needed in the latter part of the surgery, the procedure was successfully completed on the same day. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).